Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked during the flushing process. This has occurred 50 extension sets. The following information was provided by the initial reporter: "extension set will not flush. While troubleshooting, the end users removed the maxplus needle-free connector and tried to flush the extension set and it was still blocked. The issue does not seem to be the needle-free connector. The emergency department manager indicated this has happened on ~50 extension sets under the same lot."

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector was blocked during the flushing process. This has occurred 50 extension sets. The following information was provided by the initial reporter: "extension set will not flush. While troubleshooting, the end users removed the maxplus needle-free connector and tried to flush the extension set and it was still blocked. The issue does not seem to be the needle-free connector. The emergency department manager indicated this has happened on ~50 extension sets under the same lot."

Manufacturer narrative:
Investigation summary 1 used samples for model # mp3503-c and lot # 22089414 was returned for investigation. It was reported by the customer that the extension set will not flush. Prior to functional testing the sets were visually examined for defects and abnormalities. No defects or abnormalities were observed. The sets were connected to a 10 ml bd syringe filled with water and attempted to be flushed. The sample showed signs of occlusion at the female luer adapter connected to the maxplus connector. The sets were examined under a microscope and excess solvent was observed near the female luer which caused the occlusion. The customer complaint could be replicated. Quality notification sent to manufacturer. A device history record review for model a device history record review for model mp5303-c and lot number 22089414 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set of lot. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.